Event description:
It was reported that revision surgery was performed due to pain.

Manufacturer narrative:
The initial report 1020279-2011-00410 was submitted erroneously as no device revision has taken place or been scheduled to the manufacturer's knowledge. Therefore, all information previously submitted within boxes b, d, and h that report were erroneous and should be disregarded. Additionally, it has been identified that the manufacturing site associated with this device should have been (B)(4). The correct manufacturing site information has been updated within under box g.

Event description:
It was reported that revision surgery was scheduled to be performed on (B)(6) 2011. No further information or devices been supplied to the manufacturer for further analysis.

Manufacturer narrative:
It has been identified that the manufacturing site associated with this device should have been 3005477969, not 1020279. The correct manufacturing site information has been updated. The combination of devices reportedly implanted and revised under this report is not an approved use by FDA in the USA for the bhr system. Additionally, this event was originally reported to FDA by the customer under MDR (B)(4).

Event description:
It was reported that revision surgery was performed due to pain, weakness of legs and fluid accumulations around the hip.

Manufacturer narrative:
This event was originally reported to FDA by the patient under MDR #(B)(4) the manufacturing site associated with this device should be 3005477969, not 1020279. The correct manufacturing site information has been supplied. The devices reportedly utilised in this case were implanted in an off-label application in the USA. The bhr acetabular cup is FDA approved for use only with a bhr resurfacing femoral head. The hemi-head (large diameter cocr femoral head) is only approved for use by (B)(4)when attached to a smith & nephew femoral stem for articulation on native bone, not on an acetabular component (bhr acetabular cup).